Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D10, h3: the device was not returned to cook for investigation. Summary of event: as reported, during an unknown procedure, the hub separated from a flexor ansel guiding sheath upon removal of the device. Reportedly, a 6 french sheath was wedging the device, so bleeding was stopped. The device was rapidly exchanged for another 8 french sheath. The procedure was completed with a 6 french cook sheath. During the same procedure, another flexor ansel guiding sheath also separated at the hub. That event was reported under patient identifier (B)(6). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy, and patient outcome has been requested, but is unavailable at this time. Investigation evaluation: reviews of the complaint history, drawing, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control were conducted during the investigation. The complaint device was not returned, and photos were not provided. As a result, a complete device failure analysis was not performed. A document-based investigation evaluation was performed. A device master record review was performed, including device specifications, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A complaint search for complaints on the same lot was not possible due to the lot number not being provided. As there are adequate inspection activities established, it was concluded that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in the field. The product IFU warns that advancement of the sheath through areas of resistance increases the risk of sheath material or hub separation upon withdrawal and suggests reinsertion of the dilator prior to sheath removal if resistance is anticipated or encountered. The IFU also instructs to avoid application of traction to the hub during removal. Based on the information provided and the results of the investigation, cook has concluded that the cause of this complaint is component failure without design or manufacturing deficiency. The risk analysis for this failure mode was reviewed and no additional activity was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Only one of the devices associated with the event (patient identifiers (B)(6)) will be returned; although it is unknown which device will be returned. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a unknown procedure, the hub separated from a flexor ansel guiding sheath upon removal of the device. Reportedly, a 6 french sheath was wedging the device, so bleeding was stopped. The device was rapidly exchanged for another 8 french sheath. The procedure was completed with a 6 french cook sheath. During the same procedure, another flexor ansel guiding sheath also separated at the hub. That event will be reported under patient identifier (B)(6). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy, and patient outcome has been requested, but is unavailable at this time.